Event description:
Please refer to initial MFR. Report .

Manufacturer narrative:
The concerned filter had been disposed by the hospital. Evaluation and assessment of this event was based on checking the description of event against the recommendations and warnings provided in the instructions for use. The product is a filter with hme-function. Reportedly, an inhalation medicament was applied to the patient during ventilation by using a nebulizer. The increased amount of humidity in the breathing gas in combination with the medication aerosol may clog the filter even within short time, lead to pressure increase inside the airway system and to insufficient ventilation. To prevent from that, the IFU of the product contains an explicit warning that a combination with active humidifiers or nebulizers is not allowed; the potentially resulting effects are described. No indication for the presence of a device malfunction was found; dräger finally concludes that the reported event was the consequence of an application error. With adequately adjusted alarm limits the basic device will, depending on the ventilation mode, alarm the divergence between set and applied volume or the pressure increase.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a tracheotomized patient under CPAP ventilation needed to be resuscitated because of an impermeable filter in the breathing circuit. Shortly before the event, the patient was nebulized with an aeroneb nebulizer. The breathing circuit was a coaxial system. The filter was not removed after the medication nebulization. Shortly afterwards, the patient had to be resuscitated. The patient survived the event.